Event description:
During evaluation of a pt's homechoice device, a baxter technician identified an additional potential overfill situation. During drain 3 of therapy on 11/6/07, the pt had an ultrafiltration (uf) of 891ml, indicating that the pt drained 891ml more than the fill volume. The fill volume was 2500ml. No further information could be obtained as of the date of this submission.

Manufacturer narrative:
Three simulated pt therapies were performed using the pt's therapy settings. During the 1st therapy, it was noted that during dwell 1 of 4 the device displayed "dw 1 of 4". No other issues were observed and the device completed all 3 therapies with no other problems encountered. The device was then tested for volumetric accuracy. The fluid volume delivered to and removed from the simulated pt for each exchange was within design specifications. Software was then used to monitor the device's pneumatic system. No problems were revealed and all pressures were correct and stable. The cover was opened and an internal inspection performed; no problems were revealed during this inspection and all connections were correct and secure. A review of the device service history revealed no past trends. The event, therapy and alarm logs were downloaded. The event log contained data from 11/05/07 to 11/07/07 and contained no device anomalies. The event log data does not support the alleged overfill due to additional therapies being performed and overwriting the data from the date of the reported difficulty and that the drain had occurred while the home pt was not connected to the device. The event log did show 2 additional possible overfills, on that period during drain 1 and drain 3 on the same day, the log shows that there was a bypass performed on three days earlier, and that there were no other bypasses or manual drains performed. A review of the device's alarm log shows no device anomalies. A review of the devices cycle-by-cycle uf log does not confirm the reported difficulty of overfill since this was performed while not connected to the home choice. The log does show 2 additional possible overfills (during drain 1 and drain 3). This evaluation did not confirm any failure or malfunction of the device that would have caused or contributed to the reported difficulty. Overfill (as reported) was unable to be confirmed. This had occurred while the home pt was not connected to the home choice and would not have been recorded in any logs. For the additional instances of overfill found in the logs, the most probable cause is insufficient drain/false empty detect at initial drain and at previous therapy last drain.